Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant glucose results for 3 patients undergoing glucose tolerance testing. The patients were tested using 2 different lots of inform ii test strips and 2 different accu-chek performa meters with unspecified serial numbers compared to the architect laboratory method. This medwatch will cover strip lot 477174. Refer to medwatch with patient identifier (B)(6) for information on strip lot 477176. The architect laboratory results were used to make patient treatment decisions. The accu-chek results were not used for patient treatment decisions. There was no allegation that an adverse event occurred. Both meters and test strips were requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.